Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced temporary lower limb paresis after the patient's permanent scs lead implant procedure. As a result, a CT scan was performed and it was determined that anesthesia from the surgery traveled into the epidural space.

Manufacturer narrative:
Patient weight was added.

Event description:
Follow up revealed that the patient's issue has resolved.